Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced weakness. The right atrial (ra) lead was noted to exhibit undersensing on stored electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.